Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occurred. The physician successfully implanted a liberte' 4.0x20mm bare metal stent to the moderately tortuous mid left anterior descending (lad) artery. Upon withdrawal of the stent delivery balloon there was strong resistance between the balloon and guidewire, "therefore, the physician cut the guidewire to remove these devices when the devices entered into a guiding catheter." No pt injuries occurred during the procedure. Pt status post procedure is noted as good.